Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 1048mg/dl and diabetic ketoacidosis. The customer had symptoms such as lows and highs. Customer indicated that their doctor has been contacted and blood glucose was 145 mg/dl at the time of the call. Troubleshooting found that there were air bubbles in the reservoir and the cannula was bent. Customer reported that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no site or insulin issues and the device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation.

Manufacturer narrative:
After further review of the complaint, it was determined date of event was filled out incorrectly in the initial complaint.